Event description:
It was reported that on the (B)(6) 2001, the surgeon has placed a gastric band on a male patient. On the (B)(6) 2012, a second procedure was performed on the patient, because it was noted that the patient had lack of effectiveness in weight loss. During this second procedure, it was observed that the one of two flanges from the gastric band was separate. The gastric band was removed and a new band was placed.

Manufacturer narrative:
(B)(4). Torn/flanges the straight band/balloon with 8 cm of catheter was returned for evaluation. Upon visual inspection, it was observed that the two flanges from the gastric band was separate. Fold lines were also observed on the balloon. A leak test was performed on the band/balloon with a successful result, no leak was found. Upon visual inspection, it was observed that the two flanges from the gastric band was separate of the reinforcing band. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process. A manufacturing defect is very unlikely because all devices are inspected 100% prior to packaging.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.